Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - impact code 4657 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the patient did not die. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient died; however, the cause of death was not related to the use of the prostyle device. It was reported that the product was not the cause. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 4/16/2025.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, an unknown failure occurred. An additional device was used to achieve hemostasis. The patient died; however, the cause of death was not related to the use of the prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.